Event description:
The user reported a creatinine result for one patient plasma sample as 4.5 mg per dl. On (B) (6) 2009, the doctor questioned the result. The patient was redrawn and the creatinine result was 1.0 mg per dl. The original sample was then pulled and re-assayed the sample three times with results of 1.0 mg per dl. The patient was not treated based on the original reported result. The field service representative did not find a cause. He checked the instrument, had the user run a precision test, and performed a pipetting check test with all results within specification.